Event description:
It was reported by the clinician that the catheter was being placed in the patient's left subclavian vein. After an insertion attempt failed, a general surgeon was called. The doctor/resident said the spring wire guide (swg) felt different, but did not give details on what felt different. An x-ray was performed and showed the swg coiled up within the left chest wall. The patient was taken to the operating room where the wire was snared and sent to pathology. The patient was returned to sicu not necessarily due to the swg incident. The general condition of the patient was poor.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.